Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ asked but not available. Section d6b: if explanted, give date: unknown if lens was explanted/ asked but not available. Section e1: telephone : (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further . Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that a preloaded monofocal intraocular lens(iol) has a crack in the center of the optic once it has unfolded in the patient's eye. It is unknown if surgeon removed the lens and replaced it with the backup lens option. No further information was provided.